Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was not impacted due to the reset. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. In addition, the customer stated their blood glucose (bg) level was low earlier that day (53 mg/dl) due to not being hungry and not consuming food. Customer stated the low bg level was unrelated to the pump performance or pump supplies. The customer ate food to address bg level. Reportedly, at the time of the call the customer's blood glucose level had returned to target level.

Manufacturer narrative:
(B)(4).